Event description:
Prior to implanting this lead, a bundle branch block was noted on a surface ECG. During implantation of the lead, while the lead was crossing the atrio-ventricular node, asystole was noted. External pacing through this lead was conducted, and capture was noted. The pt's rhythm then degenerated into ventricular fibrillation and the pt expired. This lead was not retrieved.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.